Event description:
Customer called to report a diluent leak on the bottom of the coulter hmx analyzer with autoloader. Customer could not locate the source of the leak. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak. The field service engineer (fse) found a pinhole in the tubing through pv49. The fse replaced the tubing and verified the repairs per established procedures. The root cause for the leak is attributed to a hole in the tubing passing through pv49.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).